Event description:
I use a medline rollator model mds86840ebs8 due to mobility issues, caused by both spinal injury and arthritis in my left knee and right hip. I purchased the rollator in (B)(6) 2025. On (B)(6) 2026 the left front wheel assembly began to wobble and then fell loose, causing me to jerk upright and fight for balance. On examination I found that the wheel and yoke assembly was only held in place on the frame by two 1/4inch long (approximately) roll pins. These were missing. Per the warranty I immediately filed a request on the medline page for a replacement rollator. Over the period from (B)(6) 2026 to (B)(6) 2026 medline agents engaged in a deliberate effort to not honor the warranty and to obstruct my getting a replacement in every way possible. I sent emails and pictures documenting the failure. Not until I escalated to the ceo of medline as well to the ftc did I get a replacement sent out, and they even bungled that, with the carrier dropping the new rollator off at almost midnight on (B)(6) 2026 in a box so severely torn up that I would have rejected the delivery, had I not needed the rollator to move around my house and for errands, and had the driver not run back to their vehicle and fled before I could get to the door. I use the rollator per the criteria in the owner's manual, and use it only in my house, or for medical appointments and very rarely for store errands where I can not set up curbside delivery. My experience with medline has left me in shock, but also explains the more than 350 complaints about customer support, quality, reliability and responsiveness as well as why they were investigated by the FDA.